Event description:
The customer reported an error message in the AED mode during testing. There is no reported negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an error message in the AED mode during testing. There is no reported negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.